Manufacturer narrative:
Internal complaint reference case-(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The arm labels were damaged. The inner screw holes were damaged. A functional evaluation was performed. The slender arm was stiff. The device was delayed in it's pressurization. The piston migration was at 2.4 inches. The device failed the weight test. The reported complaint was confirmed and the root cause has been associated with a seal failure. The evaluated failure of "stiff operation" can be attributed to a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the evaluated failure of "stiff operation", include contamination and debris entering the mechanical joints of the device damaging the pressure rings or pressure cups. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the spider 2 tenet was not working. The incident occurred before the procedure; therefore, there was no patient involvement. No delay reported and a backup device was available. Results of investigation have concluded that this unit had a stiff side arm which makes it a reportable event.